Manufacturer narrative:
(B)(4). The evaluation and repair was completed by a non-medtronic service provider. The oxygen sensor was replaced. Medtronic was not authorized to conduct the repair.

Event description:
It was reported that the ventilator did not pass power on self tests. Patient involvement information was not provided.